Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small piece of spring remains/ partial removal of essure implant spring on the patient's right tube.') And device expulsion ('expulsion / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included postmenopausal bleeding ((B)(6) 2014), pap smear abnormal ((B)(6) 2014) and grand multiparity. Concomitant products included diazepam and propranolol. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding ¿ gen. Abnorm. Bleed"), psychological trauma ("psych injury / psychological or psychiatric problems condition") and nausea ("nausea"). The patient was treated with surgery (essure removal and essure removal and tubal ligation, emergency surgery for removal of one implant). Essure was removed. At the time of the report, the device breakage and nausea outcome was unknown and the device expulsion, genital haemorrhage and psychological trauma had not resolved. The reporter considered device breakage, device expulsion, genital haemorrhage, nausea and psychological trauma to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2011 tubal ligation, other (as written per ppf, please note discrepancy with insertion date). Date(s) of insertion: (B)(6) 2010 (discrepancy noted) and date(s) of removal: (B)(6) 2010 (discrepancy noted) surgical removal of coil(s) - implant was removed by emergency surgery. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: -device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-may-2021: medical record received : reporter information, medical history, new event small piece of spring remains/ partial removal of essure implant spring on the patient's right tube, and removal date were added. Event genital hemorrhage downgrade as non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small piece of spring remains/ partial removal of essure implant spring on the patient's right tube.') And device expulsion ('expulsion / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included postmenopausal bleeding ((B)(6) 2014), pap smear abnormal ((B)(6)2014) and grand multiparity. Concomitant products included diazepam and propranolol. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding ¿ gen. Abnorm. Bleed"), psychological trauma ("psych injury / psychological or psychiatric problems condition") and nausea ("nausea"). The patient was treated with surgery (essure removal and essure removal and tubal ligation, emergency surgery for removal of one implant). Essure was removed. At the time of the report, the device breakage and nausea outcome was unknown and the device expulsion, genital haemorrhage and psychological trauma had not resolved. The reporter considered device breakage, device expulsion, genital haemorrhage, nausea and psychological trauma to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2011 tubal ligation, other (as written per ppf, please note discrepancy with insertion date). Date(s) of insertion: (B)(6) 2010 (discrepancy noted) and date(s) of removal: (B)(6) 2010. (Discrepancy noted) surgical removal of coil(s) - implant was removed by emergency surgery. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: -device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion / migration') and genital haemorrhage ('bleeding ¿ gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury") and nausea ("nausea"). The patient was treated with surgery (essure removal and tubal ligation). Essure was removed. At the time of the report, the device expulsion, genital haemorrhage and psychological trauma had not resolved and the nausea outcome was unknown. The reporter considered device expulsion, genital haemorrhage, nausea and psychological trauma to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2011 tubal ligation, other (as written per ppf, please note discrepancy with insertion date). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Date of explant added. This case become incident. Event injury was updated to gen. Abnorm. Bleed. Following events were added: expulsion, migration, psych injury, nausea and she did not underwent essure confirmation test. Reporter information was updated. Fu 1 and 2 processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.